Event description:
Customer reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history. The issue persisted even after trying different charging cables and wall adapters. There was no adverse impact to the customer¿s blood glucose level. The customer switched to using multiple daily injections (mdi) as a backup insulin therapy. Technical support arranged for a replacement pump, along with necessary charging supplies, to be sent to the customer and provided instructions for returning the malfunctioning pump. The customer acknowledged the instructions and will receive training via their tandem source account.